Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted surface only electro-cautery damage on the lead insulation and dried body fluid in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and a lead dislodgement was discovered. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.